Manufacturer narrative:
It is now reported that the implant was electively explanted under a general anaesthetic on (B)(6) 2018. This report is submitted on january 21, 2019.

Manufacturer narrative:
This report is submitted on november 01, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced pain and infection at the implant site 3 months post implantation. The patient was treated with antibiotics (type and date not reported); however the issue could not be resolved. Subsequently, the abutment was electively removed on (B)(6) 2018.